Event description:
It was reported that during a gastrectomy procedure, two like devices were used and had a problem. The first device used, the active blade broke, but did not fall into the pt. The second device used and there was activation and an error code displayed. The surgeon completed the case by classic coagulate and suture. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.